Event description:
It was reported that the customer experienced high blood glucose for the past three days and the infusion set was changed several times. It was mentioned that sometimes the cannulas were bent. The blood glucose was 21.0mmol/l. It was stated that the customer was lethargy, dehydrated, and had nausea. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and the test failed. It was stated that the label sticker was missing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor. Unable to complete testing due to prime anomaly. The insulin pump received with missing end cap sticker and cracked case on lcd display window corners.